Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a pyxis power supply failure.the customer stated that this malfunction caused a delay in dispensing medication to patients.as per part investigation, it was determined that the reported random power-off condition could not be replicated, as the returned power module passed inspection and functional testing with no faults or anomalies identified; therefore, the root cause could not be determined.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was randomly powering off. The field service engineer (fse) ran diagnostics on the power supply and touchscreen, with no issues found. All cables were inspected for damage and found to be in good condition. The event viewer showed no hard drive errors. As a precaution, the fse replaced the power supply since it was a critical unit. The customer was advised to have the hospital¿s engineers check the power outlets. After testing, the customer confirmed there were no further issues and the problem was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a pyxis power supply failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on.part analysis:the report of medstation es main (unit had been powering off at random intervals) was confirmed by field service engineer (fse).according to work order (B)(4), the field service engineer (fse) reported that the station experienced intermittent shutdowns. Diagnostics and cable inspections showed no issues. All cables were inspected for possible damage, and no problems were identified. The event viewer was checked, and no hard drive errors were observed. The power supply was replaced due to the unit's critical status. The customer was advised to have hospital engineers inspect the power outlets. After replacement, the customer tested the unit and no issues were reported.according to the laboratory inspection, no physical damage or fluids ingress was found on the assy power module med.dchu laboratory testing was performed for the assy power module med passed all pap tests without any issues, including the hta (hardware test application).according to the internal inspection, the power distribution board and the power supply board are in good condition, without physical damage and damage components.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause of the customer reported issue could not be identified, as the issue could not be replicated. No faults or anomalies were observed throughout the evaluation process.